Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient's device was turning off by itself. The caller stated they got put on a new program and had been charging the device every night. The patient stated they would go to bed with a full battery and when they woke up the device would be off and she would check it with the patient programmer and the lightening bold would be gone. The patient reported the stimulator battery was not depleting. The patient stated that sometimes if their leg or lower back was bothering her she would stand up and if she didn't feel tingling she would check and the device would be shut off. The battery level was at 25% at the time of the call. The caller mentioned that the battery was low now but when she woke up and the device was off the battery was still full. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.